Event description:
This study investigated "the impact of valve academic research consortium 3 (varc-2) minor access site vascular complications (vc) in patients who underwent percutaneous transfemoral transcatheter aortic valve implantation (tf-tavi)". Multiple vascular closure devices were discussed, including the proglide and prostar devices. The study identified the occurrence rate of vascular complications in patient¿s undergoing tf-tavi. Vascular complications included: percutaneous closure device failure, hemorrhage, distal embolization, arterial wall dissection, arterial perforation, stenosis, ischemia, arterial and venous thrombosis, artero-venous fistula, pseudoaneurysm and hematoma. The vascular complications resulted in increased hospital stays, blood transfusion, infection, surgical (minor and major) and medical intervention. The study identified that vascular complications occurred with all vascular closure devices discussed. Complications specifically for the proglide device reported that the use of an angioseal was added to "obtain more effective hemostasis and arterial closure. In conclusion, the study showed that there was no significant differences between the use of all vcd's considered, highlighting that all devices could represent an acceptable alternative for vascular closure during transfemoral approaches. It was also found that the addition of angioseal in addition to the proglide to complete hemostasis was effective in reducing the rate of vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of varc-3 minor access site 1 vascular complications in patients 2 undergoing percutaneous transfemoral tavi¿.

Manufacturer narrative:
B3: estimated date of event of (B)(6) 2009 as the dates of the study were from march 2009- december 2021. The additional device referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, embolism, vascular dissection, perforation of vessels, stenosis, ischemia, thrombosis, fistula, pseudoaneurysm, hematoma, unspecified infection are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, embolism, vascular dissection, perforation of vessels, stenosis, ischemia, thrombosis, fistula, pseudoaneurysm, hematoma, unspecified infection and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "impact of varc-3 minor access site 1 vascular complications in patients 2 undergoing percutaneous transfemoral tavi¿.

Manufacturer narrative:
Naa4: patient weight of 26 kg was removed as this was the average bmi. Weight in kg was not provided in the article.